Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d4. Corrected data: d9. The device was not returned to olympus for inspection, so the reported failure of tip of the device broke off was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on (B)(6) 2025, during a therapeutic gastric resection procedure, the tip of the thunderbeat device broke off and completely detached from the shaft while the patient was already sedated. The detached part did not fall into the patient, no diagnostic tests were required as a result of the malfunction, and the operation time was not extended. The intended procedure was completed with an olympus backup device. No patient harm was reported in association with this event.